Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number : (B)(4), batch/lot number: 20052362, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients lead was fractured.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure.

Event description:
A report was received that the patients lead was fractured.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead was fractured.